Event description:
Device malfunctin: none reported. Symptoms: dizziness/hypotension. Time of symptoms: post procedure. It was reported that during hospitalization, following a carotid artery stenting procedure, in 2005, the patient experienced hypotension. Prior to the procedure, the patient had a history of hypertension, under good control with atenolol. Post procedure, the patient experienced hypotension. Atenolol was discontinued and the event resolved the following day. At the 30 day followup visit, the patient stated that since the procedure (start date unknown) her bp was fluctuating and she also experienced some orthostatic hypotension and dizziness. Norvasc was discontinued and atenolol was resumed. At the last contact (30 day followup) the labile bp was continuing, but had improved. No additional information is available.